Event description:
The inner cannula of the broviac broke through the outer cannula. Nnp and surgery notified. Line removed. The plan is to place PICC in interventional radiology.

Manufacturer narrative:
The complaint of a burst in the catheter tubing was confirmed but the cause is unk. The product returned for eval was a 2.7fr s/l broviac catheter. The overall length of the returned catheter was 14.8" long. Residual material was seen throughout the returned catheter. A longitudinal c-shaped split was seen at the base of the clamping oversleeve. The split was approx 0.2" long. The longitudinal split was located 10.6" from the distal end of the catheter. When an attempt was made to flush the catheter with water, the infused water was observed leaking through the longitudinal split in the tubing. The 2.7fr catheter tubing was occluded distal of the circumferential break in the catheter tubing. Tactile eval of the catheter revealed slight tensile weakness at the longitudinal split. Microscopic examination (60-80x) was conducted on the longitudinal split in the intermediate tubing. The break edges were curved. Microscopic examination of the break surface revealed a dull veneer and a granular texture. The characteristics observed on the longitudinal split are characteristic of a burst due to over-pressurization. It is possible that the damage to the 2.7fr tubing occurred first, allowing for infused liquid to accumulate in the cavity between the 2.7fr tubing and the intermediate tubing. However, the cause of the damage to the 2.7fr tubing is unk at this time. The IFU warns the user, "do not use the catheter if there is any evidence of mechanical damage or leaking." An lhr is not possible, as no mfg lot number info has been provided by the complainant.